Event description:
Dr found a broken pin during an adjustment to a small ex-fix in the radius. A portion of the pin remains in the bone.

Manufacturer narrative:
H3: the actual device was evaluated. Visual, photographic and mechanical testing was performed. Device met all specifications.